Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error. The insulin pump was exposed to water. The buttons were unresponsive. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, active current test, sleep current test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. No trace pointers are invalid alarms noted during testing. Trace pointers are invalid not confirmed.